Manufacturer narrative:
This product is not distributed in the united states. A screw dilator test protocol was initiated as part of the investigation to determine the root cause of the complaint. Reserved samples from inventory using the same lots of resin were tested and they all passed the function test without cracking or breaking. The returned devices could not be tested because they were broken or cracked. This condition was observed in the hospital during their evaluation prior to returning to argon. As this is not how the products are shipped from argon, it is believed that the damage occurred after it left argon, either during transport or in storage at the hospital. No other complaints of this nature (broken tips in package) have been reported to argon. Review of historical angiotech complaint files (acquired by argon) did not indicate that this type of complaint had been seen before. Argon conducted a literature review to determine if there were other reports of dilator tip fracture/breakage in the literature, regardless of manufacturer. This appears to be a very infrequent occurrence. In the review of these articles, the common theme has been that surgeons were experienced enough to retrieve the fragmented piece and that complications were minimal. The likelihood of the fractured tip causing injury is rare. Such a fracture would be visible to the naked eye. If noted, the surgeons would retrieve the fragmented piece before further injury would be caused. A health hazard evaluation was performed and it was determined that no fsc activity was required. The health hazard analysis rated the risk of this event to be low (less than 0.02% of units sold) and no fsca is required. The conclusion made was that when the screw dilator is properly used with a guidewire, the screw tip dilators will not fracture or disconnect when tested in a simulated worse case use. The most probable root cause of the tip disconnections could be a result of improper use (i.e. Use without a guidewire). A secondary possible root cause could be misuse of the units which could have caused damaged to the tips during shipping and/or distribution to the end user of the product. The investigation determined that there were no material issues.

Event description:
The screw dilator had been used on a patient on (B)(6) 2014 during a pcnl (percutaneous nephrolithotomy) procedure. The patient went home 2 days post procedure and back within days with septicaemia. A CT scan suggested that there was an obstructing stone in the patient's right ureter. A small plastic tube of around lcm was found. The foreign body was removed and retained. The consultant surgeon spoke with the consultant radiologist and at this point they were able to determine it was equipment used by the radiologist. As the equipment is unique to the pcnl procedure, the staff were able to identify the current stock and confirm that it was the tip of the screw dilator as per the above reference.